Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were not provided. The patient's grandmother reported the controller was stuck on the loading screen on step 23, therefore inhibiting the ability to deliver insulin from the omnipod system. Symptoms reported include hyperglycemia, excessive thirst and vomiting. The patient was treated with two IV (intravenous) and shots (specific contents of IV and shots were not provided). The patient was released three days later on mdi (multiple daily injections) of insulin until replacement controller is received. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.